Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient. The date of death is not available at the time of this report. Referenced article: late-onset infection in a leadless pacemaker. Journal of the american college of cardiology: case reports. 2022; 4:101645. Doi: 10.1016/j.jaccas.2022.09.015. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a late-onset infection in a leadless implantable pulse generator (ipg). The article reports a patient who presented to the emergency department with generalized weakness, chest pain, and shortness of breath for six hours. Two days prior, the patient had been diagnosed with cellulitis of their right forearm and treated with oral cephalexin. The patient had been implanted with a leadless ipg 1.5 years earlier. Empiric antibiotic therapy was initiated. Blood cultures grew methicillin-sensitive staphylococcus aureus. The source of the infection was likely the patient's forearm skin infection. A transesophageal echocardiogram revealed a vegetation on the mid to distal part of the leadless ipg, a vegetation on the aortic valve, and a large thrombus within the left atrial appendage. While in the hospital, the patient quickly deteriorated with lethargy and neurologic deficits. Brain computerized tomography (CT) showed acute left cerebral infarcts and cerebritis, concerning for septic emboli. Given the patient¿s advanced age, comorbidities, cerebral infarcts, and extremely frail status, the device was not extracted, and the patient was transitioned to comfort care. The patient died three days after the transition to palliative care. The sta tus/disposition of the device is unknown.